Manufacturer narrative:
(B) (4).

Event description:
The pt felt a "kicking" sensation in her stomach at the location of the lead. The pt also had a red bump over the neurostimulator. F/u info from the pt's physician indicated that the event was related to the device. The physician moved the device 3 times. There was no defect in the device, but the pt complained of pain. It was noted that the pt had a lot of physiological issues. The pt recovered without sequelae.